Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. Device manufacture date is unknown. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearings on the compact air drive device motor was blocked, seized and rough running. It was also noted that the device failed pre-test for air leak, function of soft mode switch (safety system), triggers for fwd/rev mode, untrue running, excessive noise, power with test bench and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to jan 20, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.